Event description:
(B)(4). Back pain , chest pain, shortness of breath, fatigue, weight gain, inflammation, vision problems (blurriness), acne, heart palpations, stabbing abdominal pain, soreness (abdominal and vaginal).